Event description:
Event description guidant/crm received information that this implantable pulse generator (ipg), post-implant, had a pause in pacing output for approximately 10 seconds. Pacing resumed with no external manipulation. The ipg was replaced with a competitive device.